Event description:
Pt underwent laparoscopic cholecystectomy on 5/11/98. Cystic duct was doubly clipped and sectioned. Equipment appeared to work properly during procedure. On 5/12/98, pt reported leaking of green yellow drainage from umbilical port site. On 5/12/98 hida scan revealed significant bile leakage. On 5/13/1998 endoscopic retrograde cholangio-pancreatography with bile duct stent inserted. On 5/18/98 hida revealed definite spillage of bile persists. On 5/19/1998 endoscopic retrograde cholangio-pancreatography with stent placed along side of existing stent. On 5/21/98, hida was negative. Pt discharged. Plan: endoscopic retrograde cholangio-pancreatography with stent removal in 6-8 weeks. Medical imaging films revealed 4-6 clips (not clear because of pt's weight), but no clips visualized on cystic duct.